Manufacturer narrative:
The field service engineer (fse) replaced the controller and o2 pressure transducer and the psol pcb to address the issue. The fse performed calibrations and extended self-testing on the device and all tests passed product analysis: an oxygen (o2) pressure transducer, controller printed circuit board (pcb) and a pressure solenoid (psol) pcb were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. When the psol pcb was installed to the test ventilator the power on self-test failed. An investigation was performed and the product analysis technician reported that no fault was found on the o2 pressure transducer and controller pcb. The psol pcb root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during servicing that the 740 ventilator was inoperative and the analog signal on user interface (ui) section of the controller printed circuit board (pcb) out of range and oxygen supply pressure was too high. The ventilator was not in use on a patient at the time of the reported event.